Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced an event of leakage at the insertion site without bent. No further information available.